Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reported complaint was not replicated during in-house testing. This failure can be attributed to an improper installation of the endoscope, having the orientation set up on the surgeon side console (ssc) and the endoscope's physical orientation mismatching during the installation process while the guided tool change (gtc) was activated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced an issue where the 30-degree scope orientation was flipped. The technical support engineer (tse) provided troubleshooting steps which included advising the customer to remove the scope from the universal surgical manipulator (usm), press the clutch button to cancel the guided tool change (gtc), and reinstall the scope with the correct orientation. The issue was resolved. The procedure was completing as planned robotically with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved after removing the endoscope, pressing the clutch button, and then reattaching the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.